Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Outcomes attributed to adverse events, date of event, implant date: dates estimated. Unique device identifier (UDI): the UDI is unknown because the part number and lot numbers were not provided. There was no reported device malfunction and the products were not returned. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event was captured based upon review of the presentation, "optimal management of my high-bleeding risk patient", given by dr. (B)(6). It was reported through a presentation identifying xience stents that the stents may be related to death, myocardial infarction and thrombosis. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled "optimal management of my high-bleeding risk patient".

Manufacturer narrative:
(B)(4).